Event description:
A nurse reported that the vitrectomy probe had poor cutting performance before vitrectomy surgery. The surgery was completed on the same day but it was unknown how the surgery was completed. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe had poor cutting performance before vitrectomy surgery. The surgery was completed on the same day but it was unknown how the surgery was completed. There was no information about patient impact. Additional information was received that the procedure was completed after replacing with another one. There was no patient impact.